Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 547mg/dl. Customer¿s current blood glucose of 135mg/dl. Customer performed self test and it did pass. Customer advised to monitor the insulin pump and call back if issue happen again. Insulin pump will not be return for analysis.